Manufacturer narrative:
An event regrading foreign matter involving simplex ampoule was reported. The event was confirmed. Method and results: device evaluation and results:the ampoule was still in its original blister but the blister had been partially opened and was held together with an elastic band. At the base of the ampoule, several small dark coloured particles can be seen trapped between the blister and its tyvek lid, but on the inside of the seal. Medical records received and evaluation: not performed as the device was not implanted and no adverse consequences to the patient were reported. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there were no other similar reported events for the lot referenced. Conclusion: the investigation concluded that the presence of black particles at the base of the ampoule is most likely manufacturing related.

Event description:
When or staff opened the wrap of bone cement monomer liquid, he found that there was small, black debris inside of the package so he stopped opening and usage of bone cement. It is reported that the debris was definitely found inside of unopened part of package.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
When or staff opened the wrap of bone cement monomer liquid, he found that there was small, black debris inside of the package so he stopped opening and usage of bone cement. It is reported that the debris was definitely found inside of unopened part of package.